Manufacturer narrative:
Dissection, guidewire. Evaluation conclusions: modification of device.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic dissection that extended from the distal side of the left common carotid artery to the celiac artery. It was reported that a total of 4 talent thoracic stent graft were implanted without issues to treat the descending thoracic dissection. The proximal talent graft was landed at the left carotid artery, and a fenestration was made in the graft in order to perfuse the left subclavian. A 0.035" guidewire from another company was used throughout the case. An angio at the end of the case identified no issues; however, ivus revealed a dissection proximally to the innominate artery. The exact timing that the dissection occurred is unknown. The physicians commented that there was no issue with the stent grafts and that the guidewire was the cause of the dissection. The guidewire had been moved back-and-forth several times throughout the procedure. An open repair of the ascending aorta was performed successfully. No additional clinical sequelae were provided.